Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that a hair was found in the sterile pack that had not been opened. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 18 in. (46cm) dual port single bladder disposable cuff with plc, part number 60707010300 and lot number z000006360, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using view 09-23 from the etq reliance system, there were 2 complaints that contain the part number and keyword search using the character string ¿hair¿ based on the reported event. Using view 09-23 from the etq reliance system, a review was completed using the search criteria of the part number and open and closed complaints using the character string ¿hair¿ sorted by manufacturing date. The review resulted as 1 being the highest occurrence. Using view 09-23 from the etq reliance system, there was 1 complaint that shared the same part number and lot number based on the reported event. On 21 sep 2017, it was reported from (B)(6) hospital that a 18 in. (46cm) dual port single bladder disposable cuff with plc had a hair in the sterile pack that was not opened. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of 640 units. Zpc 8.400, section 8.3 8.4 ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches * inspect each pouch for up to 10 seconds zimmer biomet inspection procedure zpc 8.400 ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock per zpc 8.400. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room, this room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with zpo 3.400, limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per zpc 3.105, housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per zpo 6.919, environmentally controlled and clean room gowning procedure used at zimmer (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).